Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted when it comes to this implantable cardioverter defibrillator (ICD) as well as out of range pace impedance measurements on the right atrial channel. The device was reprogrammed and remains implanted. No adverse patient effects were reported.